Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibia and talus due to aseptic loosening and talus peg fracture.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and showed loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals, the following was observed: the CT scan shows minor signs of loosening with some radiolucency adjacent to the tibial as well as the talar component. There is a broken peg with not much dislocation visible for the talar component, which was reported. The reported loosening and fracture can therefore be confirmed. However, failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information (e.g., clinical status, exact symptoms, range of motion of the patient, and assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure, and/or the device in relation to the cause of the failure. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material-, manufacturing-, or design-related problems were unable to be identified, as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.